Event description:
It was reported that this right ventricular (rv) lead had surgically revised for the device and the programmer message stated diagnostic test in progress. Additional information received which indicated that revision was done due to lead exhibited high threshold. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.